Event description:
It was reported that during a tonsillectomy procedure using a procise ez view wand, the wand clogged when introduced into the surgical site. Another identical wand was opened, however, this provided the same results. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.